Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device did not pace at its set rate. Analysis did find that the upper and lower cases, side bail covers and ring cover were broken, that the battery drawer was contaminated and the liquid crystal display was out of specification.

Event description:
It was reported that the external pulse generator was pacing below its set rate. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).